Event description:
The customer reported background count failures occurred for the nrbc (nucleated red blood cell) parameter when using the unicel dxh 800 coulter cellular analysis system. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the system. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On 08/28/2014, a beckman coulter field service engineer (fse) evaluated the system and found the nrbc (nucelated red blood cell) mix chamber with the amtc (air mix temperature control) and dv (distribution valve) sample lines clogged. The fse replaced the nrbc mix chamber and the amtc and dv sample lines resolving the high nrbc background counts.(B)(4).